Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The patient complained of blurry vision and severe halo/glare at night and could not tolerate the adaption period and was not happy with the outcome. No surgical issues were reported. The intraocular lens was explanted from the left eye during a secondary surgical procedure. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Additional information received reported that there was no incision enlargement, vitrectomy, or patient injury. No additional information was provided. Device available for evaluation? Yes, returned to manufacturer on 07/20/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection at 12x microscope magnification showed the product is damaged and no further anomalies were found. The product was most likely damaged due to the explant. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.